Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The patient underwent an updated CT scan which revealed that the filter has subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six struts had significantly perforated the inferior vena cava. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The patient underwent an updated CT scan which revealed that the filter has subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six struts had significantly perforated the inferior vena cava. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt), peptic ulcer disease and pulmonary embolism (pe). Information contained in the medical records indicated that the filter was placed due to right lower extremity deep vein thrombosis (dvt). The patient was not a candidate for long term anticoagulation. The filter was placed via the right common femoral vein and deployed in the infrarenal inferior vena cava (ivc). Post placement cavogram showed appropriate placement of the filter. Additional information received per the patient profile form (ppf) states that the filter has perforated outside the walls of the inferior vena cava and has tilted. The patient became aware of these issues approximately sixteen and a half years after implantation of the filter. The patient reported that according to an magnetic resonance imaging (MRI) scan there ¿has been holes in the vein¿ and sometimes there is pain but does not know why. The patient indicated that it¿s not comfortable knowing the filter is in there but the doctor says it¿s risky taking it out. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
The following sections have been updated accordingly: date of report, PMA/510k, type of reportable event and if follow-up, what type. . Section event: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter malfunctioned and tilted and perforated the inferior vena cava (ivc). The patient became aware of these issues approximately sixteen and a half years after implantation of the filter. The patient reported that according to a magnetic resonance imaging (MRI) scan there ¿has been holes in the vein¿ and sometimes there is pain but does not know why. The patient indicated that it¿s not comfortable knowing the filter is in there, but the doctor says it¿s risky taking it out. The indication for the filter placement was a history of deep vein thrombosis (dvt), peptic ulcer disease and pulmonary embolism (pe). Information contained in the medical records indicated that the filter was placed due to right lower extremity deep vein thrombosis (dvt). The patient was not a candidate for long term anticoagulation. The filter was placed via the right common femoral vein and deployed in the infrarenal inferior vena cava (ivc). Post placement cavogram showed appropriate placement of the filter. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed or clarified, nor can a conclusion about a relationship between the reported events and the filter be drawn. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pain does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.